Event description:
Tip on endoscopic vessel harvesting tool had shearing. Occur on the outer covering. Tiny fragments of what looks like a plastic coating came off the tip and had to be retrieved from the vein. No harm to pt.